Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2024 during which the existing lead was repositioned to address the issue.

Event description:
Information indicates that the patient had ineffective stimulation. Effective therapy was restored.

Manufacturer narrative:
Correction: section b5 has been updated with the correct information.